Manufacturer narrative:
Date rec¿d by MFR : 01jul2019, date of report : 03jul2019. The manufacturer's contracted technician performed troubleshooting and confirmed the reported issue. The fse also found that there was cracking along the bezel and front panel. The technician replaced the front and rear bezels, and the front panel and the issue was resolved. The unit passed performance assurance testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 25oct2019. Date of report: 11nov2019. The touchscreen was also replaced to address the findings. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 17jul2019, date of report : 24jul2019. The manufacturer's contracted technician revisited the site and installed the end cap bezel and fitted all labels to the device. The device passed extended self testing and is fully functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit's touchscreen was unresponsive.the device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used.